Manufacturer narrative:
(B)(4).the device was sent to the manufacturer for further evaluation. (B)(4) was generated for the evaluation of the rotaflow drive. Per service report, the mast holder is missing. The connection cable was repositioned and the connection pin plug was replaced.(B)(4)

Event description:
On (B)(6) 2012, rotaflow with serial number (B)(4) was in-use during a transport of a patient to (B)(6) from (B)(6). The flight time was 7 ½ hours. Forty (40) minutes after the patient was transported to the hospital room, the rotaflow console read "error head" and discontinued pumping. The nurse noticed the situation and began hand cranking. A back-up drive unit was placed onto the existing console but the console still read "error head". The maquet sales and service unit (ssu) technician was contacted for resolution. The ssu technician instructed the customer to use the backup console with it's original drive unit and to use that unit. The customer relayed that the proposed fix resolved the issue and the patient is once again on full support. (B)(4).